Event description:
It was reported that the customer had high bgs. The customer had a car accident while wearing the pump due to low bgs. Also the customer had consistent high bgs. The customer indicated that their driver's license is in jeopardy of being taken due to instability issues with pump. Family member is concerned about the pump because the customer's bgs have been fluctuating. The contact also indicated that pt tested their bgs before they started driving. Bgs were ok. While they were driving their bgs crashed. Pt started swerving and hitting the guard rails on the freeway, and the police started to chase them thinking that they were a drunk driver. They finally stopped their car over an embankment. Family member indicated that pt is scared of driving.